Manufacturer narrative:
Results: eval of the returned product revealed that the hold / suspend button does not deactivate after being pressed and the alarm remains on hold mode. The unit powers on when a working sensor is plugged in and it automatically goes into hold mode. However, the sensor must be manually detached to activate the fail safe and reset the alarm from the hold mode. The alarm does not play sample volume and the tone selector button does not work. The low battery indicator sounds only once per second when it should sound once every fifteen seconds. The unit was received with part of the hold / suspend button pushed up from its original position on the alarm's case. The unit passed all other functional tests. Note: instructions for use state: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. (B)(4).

Event description:
Customer reported when the alarm is put on hold that it remains on hold. The alarm was reset and the same problem occurred. The reported issue was discovered during setup. There was no pt incident or injury reported.